Manufacturer narrative:
If explanted, give date: not applicable (na) to date, the intraocular lens remains implanted. (B)(6). This report is being filed on an international product; tecnis I tec preloaded 1-piece iol, model pcb00 that has a similar product, tecnis 1-piece iol model zmb00 which is distributed in the united states under PMA (B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Follow up was obtained that indicated the issue was resolved in about 30 seconds and there was no incision enlargement required. Manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was prepared as instructed. Following implantation, the lens haptics stuck to the optic, and was freed with a second instrument. The surgeon continued the lens implant procedure without issues and there was no patient injury reported. No further information was provided.